Manufacturer narrative:
(B)(4). Analysis determined casepart-259956 had a confirmed reported complaint. An enclosure power conversion failed bench test found t ransistor q28 was shorted. There was a power converter failure. Casepart-259957 was returned unused. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received information regarding an imaging system. It was reported outside of a procedure that while a manufacturer representative was servicing the system, it was discovered that the power conversion enclosure would try to keep the system on when unplugged. No patient was present.